Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200150 act artic e1 hip brg 674070, 51-106130 tprlc 133 stem 6402021, 110010245 g7 osseoti 4 hole shell 6336055. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00703.

Event description:
It was reported that the patient had a primary tha (dualmobility) performed due to osteoarthrosis and pain when weight was placed on the implant side. Subsequently the implants was revised due to the inner head was dislocated from the outer bearing of the dm approximately eight months later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures identified the femoral head has scuffing on the surface. The acetabular bearing has scuffing and some gouges on the lip and outer surface. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h6 h6: component code: mechanical (g04) - head complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified found scratching and scuffing around the outer radius of the head. Visual inspection found wear grooves worn into the outer radius of the bearing. The rim and outer radius exhibit multiple gouges. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.